Manufacturer narrative:
It is not known if the device is available for evaluation; however, it has been requested. The investigation is pending.

Event description:
The event occurred on an unknown date involving a chemo safelock connecter where a leakage was reported. There was no reported patient involvement or harm.